Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced a posterior capsule tear during a laser assisted cataract procedure. The incident was observed by the surgeon during irrigation/aspiration of cortex. A vitrectomy procedure was required. A sulcus fixated posterior chamber intraocular lens was implanted. Suture was used to close the wound. Additional information has been requested.

Manufacturer narrative:
The procedure was laser assisted cataract surgery. The customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The patient was a (B)(6) female. During irrigation/aspiration of the cortex the surgeon noted a posterior capsule (pc) tear. An anterior vitrectomy procedure was required. The surgeon fixated a posterior chamber intraocular lens (iol) in the sulcus. The surgeon sutured the wound. Additional information was requested with none received to date. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [i.e. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the cataract system. The root cause cannot be determined conclusively. (B)(4).